Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the physician was unable to implant the atrial pace/sense lead due to the patient's torturous anatomy. The lead was removed and not replaced. There were no patient complications reported as a result of this event.